Manufacturer narrative:
Analysis was unable to perform the displacement test due to missing retainer. The insulin pump was received with missing reservoir tube o-ring, cracked keypad overlay at select button, scratched case, fading serial number label and keypad overlay texture damage. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that a part of the reservoir compartment broke off. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.